Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and confirmed the two reported ¿robotic drill cable disconnected¿ errors and the "internal error" message. The ¿internal error¿ message occurred after a "robotic drill cable disconnected" error that had occurred during the bone removal stage. It was confirmed that both the ¿robotic drill cable disconnected¿ error as well as the internal error occurring after the ¿robotic drill cable disconnected¿ error are known software issues that have been corrected and released in cori-v1.4.3 software. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. A visual inspection and functional evaluation were done on the console despite the reported complaint being software issues that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded: ¿as the procedure was reportedly successfully completed manually within a 0-30 minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time.¿ the real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. This situation is captured in the optimus risk assessment released at the time of the complaint. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori's console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori tka procedure, they received a "drill disconnect error". After receiving this error, they unplugged and pressed continue go back to the calibration screen. However, they received an internal error message. They dismissed that, got to the review operation screen and then were able to calibrate and continue to the cutting tibia screen. As soon as they tried cutting bone again, they received another error ¿robotic drill cable disconnected¿. They unplugged again and did not receive an internal error and was able to go straight to the calibration screen. However, the doctor decided to change to manual procedure with a delay of less than 30 minutes (case-(B)(6)). Also, it was noticed that the 6 mm cylinder burr was not cutting bone as well (case-(B)(6)). No other complications were reported.